Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the unit did not start. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date rcvd by MFR: 08/19/2016. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. The error codes 110e and 110f could not be duplicated. This report is being submitted as part of the remediation for (B)(4).